Event description:
It was reported that the patient originally had 8 active electrodes available as the others were extra cochlear and that the patient has shown good progress with the device. Recently, the patient was seen at the clinic as reported having no longer access to sound with the device. There is no specific history of trauma. Re-implantation is considered but a date has not been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.